Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high", specific value was not provided. Reportedly, the cause for the reported issue was due to an incomplete bolus alert occurring. A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.